Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient received treatment with injection fortum 1 gram ip and injection reflin 1 gram ip. It was not reported if treatment had continued. As of the time of this report, the event of peritonitis was resolving. Pd therapy was ongoing. The nurse believed the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.